Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found failing flow accuracy testing with an error of -5.412%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a medication delivery error during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: received via medwatch report number (B)(4).. B3: the event date was changed from unknown to 11 mar 2022. B5: there was a secondary infusion of thiamine. D11: concomitant product: n/a to thiamine; date null value: n/a to 03/11/2022.

Event description:
There was a secondary infusion of thiamine.